Event description:
It was reported the customer had frequent battery changes on their insulin pump. The customer also reported that they had to restart their insulin pump for the rewind process to complete. It was also found the customer's insulin pump was rejecting new batteries. The customer also reported condensation inside their insulin pump's screen. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).